Event description:
It was reported that during operation, the device showed error code message" turn on the computer and enter the english interface directly". The issue was not resolved by troubleshooting there was no patient impact in this event.

Manufacturer narrative:
H3: visual check passed. Electrical test and functional test passed. No fault found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). H3: visual check and functional test passed. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.